Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5. H11. Corrected data: corrected a1, a2, a3, b5, d4 based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a patient with a 29mm 3000 aortic valve implanted 14 years, five (5) months, underwent valve-in-valve procedure due to aortic stenosis. A 29mm 9600tfx transcatheter valve was implanted inside the 29mm valve without issue. Patient remained stable throughout. Per physician, surgical valve did not prematurely fail.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted when new information is received. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 29mm 3300tfx aortic valve implanted two (2) years, seven (7) months, underwent valve-in-valve procedure due to aortic stenosis. A 29mm 9600tfx transcatheter valve was implanted inside the 29mm valve without issue. Patient remained stable throughout.